Event description:
On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. After implantation of three devices, a final angiogram showed proximal type 1 endoleak. The physician implanted an aortic extender and used coda balloon to perform touch-up ballooning. One more angiogram revealed the patient's aorta had a crack/rupture at the ballooned portion. The physician additionally placed another aortic extender to seal the crack. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - per the gore excluder aaa endoprosthesis instructions for use: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy which include: proximal aortic neck angulation smaller than or equal to 60 degrees.